Event description:
No additional information received.

Manufacturer narrative:
Visual examination of the returned product confirms the head of the screw has been cracked but is not fractured all the way through. The threads also show damage. Device history record (DHR) was unable to be reviewed as the lot number of the device was not reported. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign source-(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a chevron type hallux valgus osteotomy, while inserting the cortical portion of the screw it fractured. No pieces were retained by the patient and the surgeon used a shorter screw to complete the procedure.